Event description:
It was reported that two 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc experienced foreign matter contamination. The following information was provided by the initial reporter: tube contamination due to foreign matter in catheter cap. Discovered before use.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs provided for evaluation. Photo one displayed a 22ga dispenser label. Photo two displayed a retracted unit, needle cover with two red arrows pointing to it and grip with retract needle. Based on the review of the submitted photos the defect experienced was not confirmed. The photos provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two 22 g x 1.00 in (0.9 x 25 mm) insyte autoguard bc experienced foreign matter contamination. The following information was provided by the initial reporter: tube contamination due to foreign matter in catheter cap. Discovered before use.